Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasia female who underwent a breast augmentation primary with mentor memorygel, 500cc silicone breast implant experienced bilateral device migration, left sided chest injury, and rupture post operative. The patient mentioned that she has possible rupture with a little piece of something floating, she was kicked in the breast and underneath the implant was a broken rib and they had to lift the implant and pulled it off the placement and damaged the overall job. The patient was physically assaulted and believes that it was caused the rupture. As a result, patient underwent bilateral replacements with mentor gel prosthesis on an unknown date. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration, chest injury, rupture, surgical intervention. Manufacturer¿s reference number: (B)(4).